Event description:
It was reported that a malfunction occurred on the pump, specifically displaying a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the process. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The caller was advised to reach out again if any malfunction code reappears, which they acknowledged and understood.